Manufacturer narrative:
As exact date of the reported endoleak is unknown with currently available information, (B)(6) 2014 is determined to be the date of event. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt231218/7397061 and pxc181200/7043970). The patient tolerated the procedure. In 2014 (exact date is unknown), a follow-up study revealed an endoleak of unknown origin with aneurysm enlargement (amount of enlargement is unknown). A lumbar artery was ligated and the right internal iliac artery was coil-embolized to treat the endoleak. On (B)(6) 2017, a follow-up study revealed another endoleak of unknown origin. The patient was implanted with three aortic extender and two contralateral leg components to treat the endoleak. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention to treat the persisting endoleak of unknown type. Two contralateral leg components were implanted to reline the existing trunk-ipsilateral leg component, followed by kissing ballooning being performed. Intra-procedure imaging revealed that the endoleak still remained, but the physician considered that the endoleak would be neither type I nor type iii endoleak because the existing endoprostheses were totally relined with additionally implanted endoprostheses. The physician elected to perform a selective angiography to the left renal artery, and it was confirmed that there was a retrograde flow from a collateral vessel of the left renal artery into the aneurysm sac. An attempt was made to coil-embolized this collateral vessel but it was not successful due to difficulty cannulating into the collateral vessel. The reintervention was concluded and coil-embolization procedure will be performed later.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Date of event: corrected the date of event.